Event description:
During pre-use brake check, nursing found brakes to not be holding. Sent to biomed for repair. Bed failed lateral pull test at 33# versus a spec of 50#.======================manufacturer response for med-surg bed, stryker (per site reporter).======================servcie tech will be sent to replace brake kits.